Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2020 for a verify enhanced basic evaluation (be) for urge incontinence. It was reported that the trial patient was in the hospital due to complications from the surgery or device. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.